Event description:
Rptr alleged during a routine dr appointment, obtained a discrepant blood glucose comparison of 82 mg/dl on her aviva sys compared to the dr's measurement of 34 mg/dl when testing was performed 10 mins apart. Rptr stateed, her insulin was changed, as a result of the dr appointment however, the dosage and reason for the change was not provided. No other actions or treatment was reported. A request was made for the return of the suspect prod and replacement prod was sent.